Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2008. It was reported that the pt is unable to communicate with the ipg via the charging system. The pt can reportedly feel her ipg through the skin. Her efforts to remedy the issue through the use of a spacer proved unsuccessful. As such, a new charging system and spacer kit was shipped to the pt. No further info is available.